Event description:
Olympus medical systems corp. (Omsc) was informed that during a therapeutic ercp procedure the distal end cover was detached from the endoscope and fell into the patient's mouth when the endoscope was being withdrawn from the patient body. The distal end cover was retrieved from the patient's mouth. There was no patient injury reported. This is related to complaint number (B)(4), which was reported under MDR number (B)(4).

Manufacturer narrative:
The doudenovideoscope referenced in this report was not returned to olympus for evaluation; however, on august 25, 2019 the distal end cover was received for evaluation. Based on the evaluation performed on the returned distal end cover, it was confirmed that the front and rear portion of the distal end cover had cracks. The cracks was suspected to have been caused by an anti-fogging product. The instruction manual includes the following caution and warning statements: "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g.,vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover. If a distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed." " never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges." "Inspection of accessories: inspection of the single use distal cover (maj-2315): should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed." Attaching accessories to the endoscope: attaching the single use distal cover: - detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - if finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover¿ on page 50. With a new single use distal cover, repeat step 1 through 8.¿ the exact cause of the reported event could not be conclusively determined. However, the following are the most likely cause of the reported event: (1) the distal end cover was inappropriately attached to the endoscope. (2) distal end cover a crack and/ or pinhole. (3) chemical solutions such as anti-fog agent adhered to the distal end cover, which cause the distal end cover to break. The device history record was reviewed and confirmed that the device meet all manufacturing specifications and final product release criteria. The distal end cover has a lot number of h8920, and it was determined that it was manufactured prior to the design change. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.